Event description:
It was reported that the customer had a button error on his insulin pump. His blood glucose was 110mg/dl at the time of reporting. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
No unexpected button error alarms noted. All buttons function properly, however moisture damage noted on keypad traces noted. The device had minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.